Event description:
It was reported that the permanent cautery hook instrument has a broken cable. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed half the pitch down cable is broken at the proximal clevis cable hole and the remaining cable breaks within the proximal clevis. The conductor wire insulation adjacent to the broken cable is cut, exposing bare wire. The proximal clevis has localized melting and charring near the conductor wire damage, indicating that the instrument may have arced during a surgical procedure, the insulation damage most likely created a path for arcing. Engineering concluded that the insulation damage may have been an instrument collision. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The proximal clevis is missing a .270 inch by .150 inch piece on the side opposite to the melting. No other damage was found.